Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he alleges insulin pump for under delivery. The customer's blood glucose level was 386 mg/dl at the time of the incident. The customer was assisted in troubleshooting for high blood glucose as well as for possible under delivery and he reported that the insulin did not exit from the tubing every time he took it out to take shower. The customer was not able to continue troubleshooting as he was driving. The insulin pump will not be returned for analysis.